Event description:
There was no pt involved in this event. The device malfunctioned because the device was not communicating to saver evo.

Manufacturer narrative:
The returned pad device was successfully installed on the (B)(6) 2011 and it performed to specification until (B)(6) 2012. On receipt of the device an attempt was made to download the memory. It was not possible to connect the pad for downloading. This confirmed the reported fault. The reported fault was attributed to the failure of the u5 communication chip. When this chip was replaced the device connected normally for download. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.